Manufacturer narrative:
Investigation results. Visual investigation. The complained device was examined visually and microscopically with and the digital-camera. The provided tibial component shows bone cement residues on almost the whole intended area. This indicates that a loosening between the bone and bone cement hast taken place. The bone cement residues from the tibial component shows only a partly good bone anchorage (= cement interlock into the bone trabeculae). On one side the bone cement shows an insufficient cement interlock into the bone trabeculae. Batch history review. The device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Conclusion and measures / preventive measures: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. There are several root causes for an implant loosening. Without further information regarding the individual patient situation and/or surgical techniques in this case, a clear conclusion cannot be drawn. The bone cement texture, especially on one side indicate that possibly a too long processing time of the bone cement has led to the mentioned insufficient cement interlock into the bone trabeculae.

Event description:
It was reported that there was an issue with nx057k-vega ps tibial plateau cemented t4. According to the complaint description, that a revision surgery was necessary due to the loosening of implant. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).